Event description:
Pt had original silicone breast implants in an unknown institution. Normal post-operative recovery. Recently presented to doctor's office with complaints of pain, firmness and difficulty with mammograms bilateral breasts. Scheduled for elective removal of silicone breast implants.